Event description:
The customer reported the cable assembly strain relief is loose and insulation has been pulled back on the cable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the cable insulation. System operates as indented.